Event description:
It was reported that following a magnetic resonance imaging (MRI), low pacing impedance was observed on the right ventricular (rv) leadless pacemaker (lp). No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.